Manufacturer narrative:
Evaluation summary; the visual inspection of the returned shelf carton indicated severe abuse. The most likely cause of the cracked tray is exposure to hazards outside the normally anticipated distribution environment. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the parts bank opened the implant and the interior packaging was destroyed. The surgeon used an alternate device that had been prepared for use on the next case and had to cancel the next case as a result.